Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many of the total quantity were actually involved for the reported issue? Phk892 two involved, pk6604 one involved. Which of these lot numbers phk892, pk6604 corresponds to this product complaint? Both. What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Unknown. How many devices were involved in this single procedure? Three. Note: events reported in 2210968-2020-01899, and 2210968-2020-01900.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle came off of the suture easily. A similar device was used to complete the case. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/10/2020. A manufacturing record evaluation was performed for the finished device phk892 batch number, and no non-conformances related to the reported complaint condition were identified.